Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 85-year-old female patient underwent a planned left heart catheterization (lhc) and high risk percutaneous coronary intervention (hrpci) via the right femoral artery. During pci to the lad, the patient¿s systolic blood pressure decreased from the baseline 120s to 110s, prompting the physician¿s decision to urgently place an impella cp via the left femoral artery. Access site bleeding occurred following insertion of the repositioning sheath during impella cp support in a patient undergoing hrpci. Contributing factors included the absence of ultrasound guidance during femoral access and the patient¿s anticoagulated state. Hemostasis was achieved through device removal and closure interventions, and the patient remained stable with no long term injury reported. Based on available information, there is no evidence suggesting a device malfunction; however, the returned product will be evaluated to determine if any device related factors contributed to the event.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the reported bleeding (access site adverse event) could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation. Correction. Section e4 was inadvertently unanswered on the initial and has been addressed accordingly in this follow-up report.